Event description:
A customer contacted beckman coulter regarding errorneously high troponin (accu tnl) results from two patients that were generated by the unicel dxl 800 access instrument. The elevated accu tnl results for patients one and two were 0.48 ng/mlk, 0.86 ng/ml respectively. The results were reported out of the lab. The elevated accu tnl results were retested and results for patients one and two were <0.01ng/ml, and 0.04 ng/ml. The corrected results were reported out of the lab. No additional information regarding this event was provided.